Event description:
I had two mobi-c artificial discs put in my cervical spine on (B)(6) 2020. Initially I did very well. However, in (B)(6) 2021, I started having pain and radiculopathy symptoms again. An x-ray showed that the mobi-c at c5/6 had migrated forward and was stuck in flexion. I dealt with pain for 2 1/2 years before finally deciding to have the mobi-c revised on (B)(6) 2024. It quite negatively affected my life, causing pain and suffering, and limiting my ability to enjoy extracurricular activities. Reference report: mw5152113.